Event description:
Dealer states, a wheel fell off of this rollator. Dealer provided no other information. Asked to clarify which wheel and how it fell off. Dealer is going to get this information to us at a later date. No further information provided. Unknown serial number, from order (B)(4). Update: 12.30.14 dealer clarified today that it was the right front wheel that fell off, but no further details were provided. (B)(4).